Event description:
Registered nurse (rn) hung plasma on a patient and stepped out of the room for a moment. When re-entered, plasma bag was empty and found on floor next to patient bed with tubing under fill chamber disconnected from chamber. No patient harm. New plasma bag and tubing obtained and hung without incident.